Manufacturer narrative:
The technician replaced the head down valve and the cardiopulmonary resuscitation valve to resolve the issue.

Event description:
The technician alleged the head of bed would drift down slowly. No reported injury.